Event description:
It was reported in an abstract that a total of 14 patients (15 vertebrae) underwent balloon kyphoplasty procedures (bkp) to treat ps eudoarthrosis following to osteoporotic vertebral compression fractures. Patient sample consisted of 4 males and 10 females, whose medium age was 79 years old. The affected vertebrae included th10 (2 cases), th11 (2 cases), th12 (6 cases), l1 (3 cases) and l2 (2 cases). It was reported that during the follow-up period, there was "leakage of filling cement from the vertebra". The number of the patients affected is unknown. No patient complications were reported in the abstract. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: yoshinori murazoe, hitoshi ikegami, tetsuya kinoshita, kyosuke morishita, seiya asahi, tsuyosi kumakura, motoaki fujimori, tetsushi kamiya, takashi mikami, masakazu majima. "Therapeutic experience of balloon kyphoplasty(bkp) for osteoporotic vertebral fracture". Medium age = 79 years. 4 males; 10 females. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.